Manufacturer narrative:
(B)(4).

Event description:
Received additional information regarding date of event and timing of event. This event was during setup and calibration therefore there was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via the event log review). The air fluid controller and subsequent components were replaced to resolve this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 15, 2007. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the nonconforming air fluid controller and subsequent components. However, how or when these components became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system's vitrectomy was not working. Additional information has been requested.